Event description:
This report summarizes 1 event for the failure: device remains activated. 1 event had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Additional information: 1 device was not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99211. Supplemental rationale. Corrected data: b5, h6, h11, 1 previously reported events were included in this follow-up record. Product return status, 1 device was received. Evaluation findings (results/components), 1 device: electrical/electronic component problem identified / circuit board. Product disposition, 1 device: serviced and returned to customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 1 event for the failure: device remains activated. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.